Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative determined the problem was caused by toe tapping. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a charger failed, and security switch error messages'. No pt injury was reported.